Event description:
According to the reporter, during treatment, there was disconnection at the base of the catheter (lumen) at the insertion before penetrating the skin. The insertion site was treated prior to product placement. The cleaning agent used on the device was biseptin. It was also stated that there was no luer adapter issue, tego was not utilized, and that the catheter was not repaired. There was no significant blood loss and blood transfusion was not needed. There was no reported patient outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection visual inspection of the returned product noted that only the red port, clamps, extension tube and hub were received. The cannula was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, there was disconnection at the base of the catheter (lumen). The insertion site was treated prior to product placement. It was also stated that there was no luer adapter issue. The patient status was unknown.